Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy. According to the reporter: when closing the renal vein and artery, there was a bleeding from the first staple row. Bleeding was reported from the superior wall of the vessel. The surgeon had to convert from laparoscopy to "open" operation to suture the staple line.